Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and identified that the f12 fuse had failed. The customer replaced it, but the issue still persisted. A review of the system log files indicated that the system failed to start due to power issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo pc power supply was not functioning. The fse replaced the geo pc, reinstalled the software, and successfully restored the system. The defective geo pc was returned for analysis and found to be unable to power on due to a failed power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.